Manufacturer narrative:
This report is submitted on january 16, 2018, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the clinic, the patient experienced headaches and retention issues with device use. Subsequently the patient underwent revision surgery on (B)(6) 2017, in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed and an abutment was placed on the internal fixture.